Event description:
A (B)(6) male pt contacted zoll customer support to report that her monitor would not power on when she inserted her battery pack. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor powered on normally. The flash memory test was performed and the flash was reprogrammed. The power was then cycled 10 times without fault. The inability to power on could not be duplicated. The root cause for the inability to power on while in pt use was inconclusive. No adverse event resulted. The pt received a replacement monitor.